Event description:
The customer reported an a/d channel error message. This error will prevent the system from booting up, resulting in loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The gib was evaluated and replaced. The calibration files were reloaded. The system was tested and found to be working as intended and returned to service.